Event description:
Reportedly, the electrode array was inserted "lo doop" during the initial implant surgery. In 2005, 3 and 1/2 years later, a revision surgery was performed to correct the electrode insertion. During the revision surgery, the ball electrode was severed and the device had to be explanted. The pt was reimplanted with a new device during the surgery.